Event description:
It is reported that the drive support cap appears to be damaged. The insulin pump was dropped by customer. Customer has drive support cap covered with tape. Advised that insulin pump must be returned for analysis.

Manufacturer narrative:
The insulin pump received with a broken off end cap, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.